Event description:
It was reported that the handpiece ran without user activation during a routine equipment eval at the user facility. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The device was evaluated and the failure could not be duplicated. Add'l preventative maintenance was performed, and the device was returned to the user facility.